Manufacturer narrative:
A follow-up/supplementary report will be submitted when the device has been returned and evaluated.

Event description:
It was reported to hill-rom that an overload lift leaked oil from the safety drum. No patient impact.